Event description:
It was reported the device was used in an unknown procedure. It was reported that the device would not deliver the staples. The case was completed with a similar device. There was no consequence to the patient.